Event description:
Boston scientific received information that at the most recent device check for this patient, the battery seemed to have reached elective replacement indicator (eri) earlier than expected. The patient will continue to be monitored until end of life is reached and then the device will be replaced and returned to boston scientific for analysis to determine if early depletion was indeed what was happening. This device is included in the (B)(6) 2007 mid-life display of replacement indicators advisory population. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that this device was explanted as a result of the clinical observations.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.